Manufacturer narrative:
Medtronic received additional information that this bioprosthetic valve was replaced due to severe eccentric jet regurgitation caused by calcification on the right non-coronary commissure, which was detached from its post. The leaflets themselves were unaffected. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years and 3 months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a valve of the same size and model.  The reason for the explant was not reported.  No additional adverse patient effects were reported.